Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to battery no longer functioning. It was suspected that this device was damaged during an unrelated surgery where electrocautery was used. The patient was getting good coverage in post operatively. Device will not return due to facility policy and electrocautery was used in this procedure.

Manufacturer narrative:
Correction to the initial MDR in blocks a1, a2, a3, b1, b5 and h6. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5064583 product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7073547

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to battery no longer functioning. It was suspected that this device was damaged during an unrelated surgery where electrocautery was used. The patient was getting good coverage in post operatively. Device will not return due to facility policy and electrocautery was used in this procedure. Per the physician's implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.